Manufacturer narrative:
The cause of the biased high na result is unknown. The customer was directed to perform routine instrument troubleshooting maintenance protocols. Siemens headquarters support center concluded the root cause of the result bias was related to a high dilution check factor that was resolved with processing and correction of the dilution check. Qc recovery after processing and correction of the dilution check per operator's guide instructions was within acceptable limits. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Biased high sodium (na) results were obtained with survey samples and patient correlation samples on the dimension vista instrument. Patient results were not reported to the physicians. After the integrated multisensor was replaced, lower results were obtained. There is no indication that patient treatment was altered or prescribed on the basis of biased high na results. There was no report of adverse health consequences as a result of the biased high na results.